Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was experiencing inadequate stimulation despite reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091855/7091346.